Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle broken. According to the user's report, the needle was found to be broken. (B)(6), (B)(6) 2023. 1 sample was returned. Bdj found that the barrel and the plunger rod were broken. Row#2 and 3 were added after the actual sample was returned. Pictures for the returned sample are attached. Sample will be sent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary : customer returned one 0.3ml 29ga 1/2in syringe in an open poly bag from lot# 2108904. It was reported by the customer that needle is broken. The returned syringes visually inspected and found barrel and plunger rod broken. No issues were observed with needle. A review of the device history record was completed for batch # 2108904 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure. Root cause: there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle broken. According to the user's report, the needle was found to be broken. (B)(6) on 2023, 1 sample was returned. Bdj found that the barrel and the plunger rod were broken. Row#2 and 3 were added after the actual sample was returned. Pictures for the returned sample are attached. Sample will be sent.